Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a follow-up report will be sent.

Event description:
Related to MFR report # 2183959-2012-00043. On or about (B)(6) 2006 a perigee graft was implanted. It was reported that, the pt experienced pain, dyspareunia and erosion of the perigee graft. The report indicates that during a subsequent mesh implant procedure "it was determined that the perigee graft had eroded." It was also reported that, as a result of the implanted mesh the pt had suffered emotional and mental distress and had sustained permanent injury.